Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump broke. The base of the insulin pump came off and there were wires sticking out. Customer's blood glucose level dropped to 48 mg/dl. He treated his blood glucose level with various foods. The infusion set tore in half. The drive support cap remained intact. The customer was unable to troubleshoot. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with broken off endcap and alarm compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform self-test, off no power test, unexpected restart error test, occlusion test, prime test and excessive no delivery test due to compromised force sensor system alarm. However, the insulin pump passed idle current test, run current test, displacement test and rewind test. The insulin pump had minor scratched display window, cracked battery tube thread sand cracked reservoir tube lip.